Event description:
It was reported that a patient underwent breast reduction surgery on (B)(6) 2012 and topical skin adhesive was used. One day following the procedure the patient developed a rash at and around the application site. Topical hydrocortison, benadryl, and a medrol pack were prescribed. The rash resolved in approximately 2 weeks following treatment. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.